Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a severely calcified horizonal aorta, the valve was deployed and recaptured twice. Upon a third deployment attempt, the valve did not fully expand and an infold in the valve frame became visible. The valve was recaptured and withdrawn from the patient. A new valve was successfully implanted in the patient. No patient complications have been reported as a result of this event. Additional information was received to report the valve was recaptured due to the patient's anatomy. Additionally a procedural delay occurred due to the recapture and calcification. A balloon dilation was performed used an 22mm non-medtronic (simeks) balloon.

Manufacturer narrative:
Updated data: a4. Weight in lbs b5. A second paragraph was added. Additional codes. Annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated d.4, h.4, and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint valve at medtronic¿s quality laboratory, the device was inside its original packaging box and jar, fully submerged in a cloudy unidentified solution. The serial number tag was returned with the valve. Visual analysis showed discoloration consistent with blood exposure with remnants of coagulated blood found throughout the valve. Leaflet 1 was observed in a predominantly closed position, while leaflets 2 and 3 were in a partially open position. All leaflets exhibited appreciable creases and visible frame imprints. These findings are consistent with prolonged exposure to a crimped state. Remnants of coagulated blood were noted on the commissures. All commissures appeared intact. No damage to the sutures was observed. No damage, such as bends, kinks or fractures, was observed on the frame. The valve was placed in a cold saline bath to perform a loading simulation following the instructions for use (IFU). During loading, the frame paddles seated properly within the paddle attachment pockets without issue. The capsule was then advanced to cover the frame paddles and outflow crown struts, continuing until the capsule guide tube covered the valve¿s commissure pad. The inflow cone was advanced to crimp the inflow portion of the valve, with no issues observed. The capsule was fully advanced over the valve. A post-loading inspection of the capsule revealed no visual or tactile an omalies. The valve was subsequently deployed in a warm saline bath at approximately 37¿°c. The deployment knob was rotated to expose the inflow portion of the valve, with no visual anomalies observed. Deployment continued through the waist region and progressed to the point of no recapture without issue. The valve was then fully deployed. No visual or tactile anomalies were observed during the deployment simulation. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a severely calcified horizonal aorta, the valve was deployed and recaptured twice. Upon a third deployment attempt, the valve did not fully expand and an infold in the valve frame became visible. The valve was recaptured and withdrawn from the patient. A new valve was successfully implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012752492); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.